Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon. There was contrast visible in the inflation lumen. The stent implant was returned dislodged from the sds. The entire length of the stent implant was mangled. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. There were no kinks or damage noted to the inner member or tip. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. The stents outer diameter measurements could not be taken due to the stents condition. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention to prevent permanent impairment or damage. Device issue: stent dislodgement. It was reported that the stent could not cross the lesion, while pulling out the stent delivery system (sds), the stent dislodged from the sds balloon into the vessel. The physician retrieved the dislodged stent with a snare device. The stent struts became damaged when it was being retrieved. No additional event or patient info is available.